Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was leaking after the dilator was put into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. Procedure continued. No additional specific information could be provided on what section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub became partially detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient. Air did not enter the patient¿s body; blood came out of the body. This issue did not require percutaneous or surgical removal.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve was leaking after the dilator was put into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. This issue of hemostatic valve separation/dislodgement is considered to be an MDR reportable malfunction. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).